Event description:
It was reported that a patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon inspection, a crack was confirmed in the pump tubing. The ipp was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination found that the pump kink resistant tubing (krt) was worn down to the filament and a fluid leak was found at the junction of the tube and cylinder. The krt was removed, and the pump was functionally tested. It did not pass the activation tests. Both cylinders underwent inspection and leaks were identified in both that were consistent with sharp instrument damage. The reservoir was visually examined and showed wear at a fold in the reservoir shell. A leak was found in the reservoir krt that was also consistent with sharp instrument damage. Based on the information available and analysis results, the reported event was confirmed; therefore, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that a patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon inspection, a crack was confirmed in the pump tubing. The ipp was explanted and replaced with a new ipp. No patient complications were reported.